Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation as failure code 27. The assignable cause was a damaged safety/slide clamp assembly. The safety/slide clamp assembly was replaced to correct the reported condition. Should additional relevant information become available a follow-up MDR will be submitted.

Event description:
It was reported that an undetermined malfunction occurred with a flogard infusion pump. Upon further investigation, the reported condition was confirmed as failure code 27 (cannot turn on). It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).